Event description:
It was reported that: "during embolization after performing microcatheterization of the aneurysm, the microguide got stuck in the microcatheter introducer and then broke. It was necessary to remove the entire system and restart microcatheterization with a new microguide.". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference (B)(4). The product analysis was completed by manufacturer, balt extrusion. Summary as follows: - we received the defect product in its secondary packaging. No pouch returned. Visual aspect: - only one part of the hybrid is returned. - no catheter returned. Measures: - total length: 1600mm instead of 2200mm - the inox part is missing (missing 400mm). - device inspection : the device was not entirely returned, only the nitinol part of the guidewire was returned, and inspected. It complied to the specifications, however, the inox part of the guidewire was missing and could not be inspected by our quality technician. - lot history record review: several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The lhr did not highlight any anomaly during the manufacturing of the product. - pms data : the post market surveillance data shows that the ratio of this failure mode vs. Sold units globally is very low (~0.034%). And the frequency of occurence remain stable for this type of incident. Conclusion : as the entire device was not returned, it is difficult to established a precise root-cause of the incident encountered by the user. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00572326 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during embolization after performing microcatheterization of the aneurysm, the microguide got stuck in the microcatheter introducer and then broke. It was necessary to remove the entire system and restart microcatheterization with a new microguide." Incident report form submitted for this complaint indicates that no patient injury was sustained.